Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient came to the emergency room with inappropriate shocks. Shocks were delivered due to lead noise. Oversensing and high variable impedence was noted. The right ventricular lead was removed and replaced. No further patient complications have been reported as a result of this event.